Manufacturer narrative:
The manufacturer received a nuance pro gel pillow mask, part number (B)(4), lot number ap160511 for investigation. The part number has been corrected on this form. There were no operational defects noted to the mask. The mask was intact, and operated as designed. The manufacturing process was reviewed and indicated the mask was manufactured to specifications. This mask is intended to provide an interface for application of CPAP or bi-level therapy to patients. The mask is for single patient use in the home or multi-patient use in the hospital/institutional environment. The mask is to be used on patients ((B)(6) lbs/(B)(6) kg) for whom CPAP or bi-level therapy has been prescribed. Labeling included with the mask warns the user "this mask is not suitable for life support ventilation". There was no serious or permanent injury associated with this alleged event. Based on the information available, the manufacturer concludes the cause of the event is unable to be determined. The nuance pro mask passed all testing. No further action is necessary.

Event description:
The manufacturer received a report that an end user with the diagnosis of amyotrophic lateral sclerosis (als) required hospitalization as a result of the nuance pro gel nasal mask becoming disconnected from the patient circuit while using a trilogy 100 ventilator. The end user's oxygen saturation allegedly declined, with loss of consciousness occurring. There was no medical intervention other than transport to the hospital, and the user reportedly recovered during transport but was hospitalized anyway. The lot number of the mask is unknown at this time. No serial number has been provided for the trilogy device. The manufacturer's investigation is on-going. Upon completion of the investigation, the manufacturer will file a follow up report.